Manufacturer narrative:
Per the service report information received from the affiliate and the complaint investigation, the odor issue was due to a damaged door safety switch wire on the sterrad® 100nx sterilizer. The evidence received indicated the event has not caused or contributed to a death or serious injury. Also, there is no serious injury trigger related to the door safety switch wire to report a malfunction. As a result, this complaint is not a reportable event and was reported in error.

Event description:
An international customer reported an event of a "burning smell" emitting from the sterrad 100nx sterilizer. There was no report of any human reaction. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.

Manufacturer narrative:
Ni